Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Microscopic inspection confirmed the rv seal plug had silicone added to it and identified holes in the right ventricular (rv) seal plug . Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
--

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during pocket closure high frequency noise was noted on the right ventricular electrocardiogram. The leads were tested with a programmed and normal values were seen. The connection was reviewed and the system was reconnected but noise and oversensing persisted. The right ventricular lead was tested with a pacing system analyzer (psa) and all values were normal. Possible interference with the operation room equipment was suspected but turning off all devices did not resolve the noise seen. Attempting to clean the device header with a syringe some water leakage was seen from the seal edge, thus silicon was used to isolate the seal of the right ventricular lead setscrew system but noise persisted. Due to the patient worsening condition the lead was not repositioned but instead a new device was implanted with the same right ventricular lead. After connection the new device to the same lead the noise was reduced and had disappeared. The new system remains implanted. The device will be returned. No adverse patient effects were reported.